Event description:
On (B)(6) 2013, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. When the contralateral leg component was introduced through the 12fr gore dryseal sheath, it spontaneously deployed inside the patient. The physician performed a small open surgery and removed the device. Another contralateral leg component was used and the procedure concluded without further incident.

Manufacturer narrative:
Results -the review of the manufacturing paperwork verified that this lot met all pre-release specifications.